Event description:
It was reported that the customer received a no delivery alarm on his insulin pump. The customer stated that the alarm occurred during basal delivery. The customer's blood glucose was 169 mg/dl. Troubleshooting was done. Explained that recurring no delivery alarms may have been due to insertion site, infusion set or reservoir issues. The customer stated that their tubing was not bent or kinked. The customer stated that he had tried all the remedies to resolve the issue. Advised to try the remedies to prevent recurring alarms. Advised customer to monitor the insulin pump and call back if the problems persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.